Manufacturer narrative:
(B)(4). One (1) used cassette was returned and evaluated. The cassette was visually inspected with solution noted throughout. The sample was placed on a machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. This report was not confirmed. A batch review was performed on the associated lot with no issues noted. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported issue. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services regarding a check heater line alarm that occurred on the homechoice (hc) unit during fill 1. The technical service representative (tsr) explained the alarm and advised the hp to check for kinks and closed clamps. The tsr also advised the hp to ensure the seals were broken and to press down on lines by the door. The hp stated there was a lot of air in the heater line. The tsr assisted the hp to end therapy to start over with new supplies. On (B)(6) 2011 product surveillance spoke with the hp who stated that the issue was resolved; however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects with the supplies. The hp stated no adverse event resulted nor medical intervention required. The hp stated that she was doing fine and continuing therapy without issue.